Event description:
The customer reported that while monitoring a patient an xprezzon bedside monitor shut down, would not boot back up, and would emit a constant beeping tone. The customer shipped the unit to spacelabs healthcare for depot repair. The unit was evaluated by an equipment service center technician who verified the reported failure. The issue was identified to be a result of a faulty video pcba. The unit was repaired by the technician and returned to the customer. The issue was due to a faulty video pcba.